Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a universal glenoid procedure two ar-9145-42, uni glenoid peripheral locking screws (lot 18.00584) broke during insertion. Both screws broke from the head as the surgeon tried to retrieve them, small pieces kept breaking off. The surgeon proceeded to remove the central screw along with the base plate and left about half to a quarter of the screw in the patient as the portion could not be retrieved. The surgeon had to change the technique from a universal glenoid to a reverse modular glenoid . In order to make the change the surgeon also had to remove the following devices (quantity one each) which had just been implanted: ar-9165-25 universal glenoid central screw (lot 18.01267), ar-9145-24 universal glenoid peripheral locking screw (lot 18.02031) and ar-9120-03 universal glenoid baseplate (lot 170014815). Patient bone quality was reported to be good and hard. The patient was a young male. Reporter states the surgeon used the proper implant technique with the proper drill bit. All screws were disposed of at time of procedure. Baseplate was kept to return for evaluation.